Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the fifth inflation. The number of atms reached on the first four inflations is unknown. The calcified, non-tortuous and 99% stenosed lesion was located in the distal circumflex (cx) coronary artery. The pin hole rupture was noted following removal. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".